Event description:
Procedure type: laparoscopic hernia repair. According to the reporter: the 4216 was inserted into the abdomen. The trocar was found to crack at the end of the cannula. The 4216 was removed and replaced with a new pack. No medical intervention required. Surgery time did not extend by 30 mins or more. Re-intubation/re-cannulation was not necessary.

Manufacturer narrative:
(B)(4).